Event description:
The customer reported via phone call that the display froze during a bolus attempt. The customer reported changing the battery, then received a failed battery test. During troubleshooting, the customer received an additional failed battery test. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with normal operating currents. The pump was monitored for several days and no battery out limit or failed battery test alarms were noted during testing. No frozen display noted during testing. No moisture damage found on the electronics, motor, battery tube or vibrator assembly noted. The pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.